Event description:
Same case as MDR ID: 2134265-2011-05900, 2134265-2011-05901, 2134265-2011-05903, 2134265-2011-05904, 2134265-2011-05905, 2134265-2011-05906, 2134265-2011-05907. (B)(4) clinical study. It was reported that subsequent to a stenting treatment procedure the patient experienced a myocardial infarction and expired. In (B)(6) 2011, the patient underwent a cardiac catheterization procedure which revealed 7 target lesions. The first lesion was located in the 90% stenosed mid right coronary artery (rca) with a reference vessel diameter of 3.00mm and length of 3.00mm. The lesion was pre-dilated with an unspecified balloon catheter and a 3.00x32mm promus element stent was deployed. The lesion was post-dilated, resulting in 0% residual stenosis. The second lesion was in the 95% stenosed, bifurcated distal left circumflex (lcx) with a reference vessel diameter of 3.00mm and 4.50mm in length. The lesion was pre-dilated with an unspecified balloon catheter and 2 overlapping promus element stents were deployed; a 3.00x32mm and 3.00x16mm. The lesion was post-dilated, resulting in 0% residual stenosis. The third lesion was in the 70% stenosed, bifurcated left main coronary artery (lmca) with a reference vessel diameter of 4.00mm and length of 14.00mm. The lesion was direct stented with a 4.00x20mm promus element stent. The lesion was post-dilated, resulting in 10% residual stenosis. The 4th, 5th, 6th, and 7th lesions were located in the 95% stenosed proximal left anterior descending (lad) with a reference vessel diameter of 3.00mm and 7.50mm in length. The lesion was pre-dilated with an unspecified balloon catheter and 3 promus element stents were deployed; a 3.00x32mm, 3.50x32mm, a 3.50x32mm and a 3.50x16mm. The lesion was post-dilated, resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel. In (B)(6) 2011, patient was admitted for dialysis problems and back pain. Approximately 15 days later, the patient became unresponsive during dialysis. Assessment by the physician found the patient to be without pulse or respiration. Per the physician, the cause of death is listed to be myocardial infarction, ischemic heart disease, end stage renal disease, sepsis, and cerebral vasculitis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).